Event description:
It was reported that air bubbles were observed within the cartridge tubing. The customer¿s blood glucose (bg) was 528 mg/dl. Bg level was treated with a correction bolus via the pump and manual injections. Customer changed the pump supplies and re-primed the tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.